Manufacturer narrative:
The operator contacted the siemens customer care center (ccc). The operator stated that the tube inspection module had not properly determined the tube type and cap status, as the sample should not have been routed for testing with the incorrect sample tube type. The ccc specialist reviewed the tube log data and determined that the sample had been flagged with an error meaning "the sample tube flagged with this error has a cap color conflicting with the sample test orders." The sample tube was returned back to the input/output module and not routed to the analyzer. It was then learned that the operator removed the green top and ran the sample despite the error. A siemens customer service engineer followed up with the customer after they proactively rebooted the vision system and confirmed that tubes were properly seen by the vision system. The cause of the discordant results was due to a user error of running the incorrect sample tube type after the aptio automation system flagged the tube with an error. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an aptio automation system stated that a green-topped patient sample tube was routed to an analyzer for testing although the tests scheduled require a gold-topped sample tube. The sample tube was tested and discordant results were generated. The results were reported to the physician(s). The correct results were then obtained and a corrected report issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results generated from an incorrect sample tube type.